Event description:
It was reported to tycohealthcare/kendall in 2005 that a customer had a problem with the scd express sleeves k/l medium. According to the customer after using the scd sleeves bruising appeared on the front and sides of the mid lower limb.

Manufacturer narrative:
The product samplet was not returned to the quality assurance laboratory for analysis. Without the sample and lot code, a detailed investigation or review of DHR could not be performed. A trend analysis was performed for scd complaints for "bruising/lacerations", involving product code 9529. Three additional complaints for 9529 bruising have been received over the last year. We have received no sample/lot code for any of these complaints. A review of the risk assessment for scd/scd express sleeves and controllers was performed for the complaint of bruising involving a 5329 sleeve in 2/23/2005. This review was conducted to assess whether or not any manufacturing changes have occurred and whether or not they may have contributed to the bruising complaint. According to the risk assessment, skin breakdown has been identified as a potential hazard. To control this potential hazard, the scd express sleeve has been designed with a soft, biocompatible bottom sheet material, which is the only part of the sleeve that experiences prolonged exposure to a patient's skin. The review of the manufacturing process over the past year indicates that there have been no process changes related to the bottom sheet material. The material thickness has remained constant at 6.5 mils and there have been no changes to the vinyl backer or polyester non-woven material that comes in contact with the patient's leg. Hemotoma and/or blisters may be a potential side effect caused by pressure points created on the patient's limbs. To control this potential hazard, the scd express sleeve has been designed with a low profile port and connector. The instructions for use also state that the sleeve should be rotated around the limb to avoid creating pressure points. The review of the manufacturing process over the last 12 months indicates that there have been no manufacturing changes at seneca related to the assembly of components. No changes have been made to the ifus in the last 12 months.